Event description:
Information was received from a healthcare facility via manufacturer representative regarding two drivers used for spinal therapy. It was reported that the tip of the driver broke when removing screws. Product will be returned. There was no patient involved in the event. There were no further complications reported as a result of this event. Additional information received from manufacturer representative that the items did break while inserting a screw into the patient, but no direct patient issue occurred. We used spare instruments to successfully complete the operation with no patient related issues.

Manufacturer narrative:
H3: product analysis #(B)(4):part # 6550004; lot # kh17a088 visual examination confirmed approximately 3mm of instrument tip has been broken off. Optical examination of the fracture surface revealed a fairly flat fracture surface and circular material displacement. This type of damage is consistent with torsional overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.